Event description:
Failure of machine to alarm during a dialyzer blood leak dialyzer leak, both internal and external blood on floor estimated to be 300cc. Blood visible in dialysate line, no machine alarm. Leak was found in the potting material by the dialyzer o-ring. Machine returned to walnut creek for investigation. Dialyzer not available for investigation. Reporter has called the unit and left messages. No return call. Don is on vacation. Reached CT. States leak occurred 5 minutes into treatment. Staff was having difficulty initiating dialysis because of access problem. The uf goal was set at 740. CT states the header of the dialyzer was clotted. Patient's heparin bolus was 1500. There were no ill effects to the patient.